Manufacturer narrative:
Further investigations of the patient sample were able to reproduce the results obtained at the customer site. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii ver. 2 (ft3 iii v 2) and with the elecsys ft4 iii assay on two cobas e 801 modules and a cobas e 411 immunoassay analyzer. The values measured at the customer site were reported outside of the laboratory to a physician. The specific date of the event is not known. The sample in question was collected on (B)(6) 2023. This medwatch will apply to the ft4 iii data. Please refer to the medwatch with patient identifier. Patient identifier (B)(6) for information related to the ft3 iii v 2 assay. Refer to the attachment for all patient data. The sample was initially tested twice on the customer's e 801 analyzer on an unknown date. The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2023 and on an e411 analyzer on (B)(6) -2023. The sample was also repeated on an abbott architect analyzer on (B)(6) 2023. The serial number of the customer's e 801 analyzer was requested, but not provided. The ft4 iii reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft4 iii reagent lot 630888, with an expiration date of 31-may-2023 was used on this analyzer. The serial number of the e411 analyzer used for investigation was (B)(4). Ft4 iii reagent lot 623234, with an expiration date of 30-apr-2023 was used on this analyzer.

Manufacturer narrative:
The patient sample was requested for investigation.